Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device remains implanted.

Event description:
Patient reported "deflation". Healthcare professional later reported "deflated". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6a, d.6b, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed a cracked valve seat diaphragm valve and observed an opening assessed a surgical damage as per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "deflation". Healthcare professional later reported "rupture". This record is for the left side. Device was explanted and replaced.